Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 6. Both forceps inserts show one broken jaw. The broken surface shows the typical appearance of an overload break - duktile appearance. Parts have been damaged by overload. This happens if the device is used to handle heavy tissue - intended purpose is to grasp bowel only! The event is filed under internal karl storz complaint ID ((B)(4)).

Event description:
It was reported that there was event with two clickline forceps insert. According to the information received, both devices broke inside the abdomen. Information about patients health: unknown - patient returned to theatre. Additional patient information is not available.